Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Pacing inhibition was observed, which resulted in asystole. Technical services (ts) reviewed the reports and suggested troubleshooting actions. The lead remains in use. No additional adverse patient effects were reported. Additional information was requested regarding product information. The field representative did not have any information. Should any additional pertinent information be received, a supplemental report will be sent.